Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer cleared the alarm to address the issue. Customer's blood glucose (bg) was 627 mg/dl. A nurse administered an intravenous drip of insulin was administered to address bg level.